Event description:
Boston scientific received information during the elective procedure to replace this device, the proximal setscrew could not be tightened or loosened and when the physician pulled on the associated defibrillation lead it just fell out. Impedance measurements had previously been 60 ohms and were 45 ohms at the changeout. The lead remains in service and the device was replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no damage to the device header including no damage to any of the seal plugs. The device seal plugs were removed and there was no damage of any kind to the device retainer rings or setscrews. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Final evaluation was unable to confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.